Event description:
Medtronic received information that 15 years and 1 month post implant of this 31 mm mitral bioprosthetic valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported valve degeneration leading to regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusions: based on the analysis, the regurgitation was likely a result of commissure dehiscence which led to prolapse of the leaflet. Pannus formation was also a contributing cause as it was observed to adhere to the outflow railing extending onto the margin of attachments of all leaflets as well as encapsulating the right non-coronary stent post. H6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the all valve leaflets were flexible. The non-coronary cusp appeared prolapsed due to dehiscence. All leaflets were in the closed position with the free margin of the left cusp on the same plane as the coaptive ridge of the non-coronary cusp. The left right commissure was dehisced, possibly due to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The left non-coronary commissure appeared intact. The right non-coronary commissure exhibited signs of the start of a dehiscence on the non-coronary side of the commissure. A layer of off-white pannus adhered to the outflow railing extending onto the margin of attachments of all leaflets. Pannus partially encapsulated the right non-coronary stent post. Radiography did not reveal calcificat ion on the valve. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.